Event description:
It was reported that during insertion, the setscrew tried to cross thread into a hook that was placed at an odd angle. The screw, un-damaged, was restarted and tightened as designed. No pt complications were reported.

Manufacturer narrative:
(B)(4). Device was not returned to the MFR for eval. We are unable to determine the cause of the event. Device history records were reviewed - no documentation was found that would indicate a non-conformance to specifications.